Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application and database (db) servers had performance slowness, with uptime exceeding 30+ days. A technical support specialist (tss) identified high memory utilization on the db server, where structured query language (sql) server agent was consuming significant resources (~96 percentage). Adjusted sql memory configuration from 43904 megabytes (mb) to 40960mb and restarted mssql server services, which resolved the slowness and restored message flow. Further the tss advised customer to reach out to information technology to perform server reboot for long-term performance improvement. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnected mode and users were unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.